Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room due to a normal eri device change out, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient condition was stable following the event.